Manufacturer narrative:
Other relevant device(s) are: product ID: a810, lot/serial# unknown, implanted: n/a, explanted: n/a, product type: software, ubd: n/a, UDI# unknown & product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: catheter, ubd: 05-feb-2011, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an 500 mcg/ml of gablofen at 75 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported the patient's catheter was replaced on (B)(6) 2019 due to suspected compromise and efficacy. The catheter was discarded and would not be returned to the manufacturer. No visual problems were identified with the catheter. The physician suspected there was a problem with the catheter based on the patient's response to therapy and the age and model of the catheter. The pump was not replaced at this time. It was report that upon replacing the catheter, the drug concentration was changed and a bridge bolus was not automatically prompted by the clinician programmer tablet and therapy application. Therefore, no bridge bolus was performed. The rep confirmed that the drug concentration was updated and the software did not prompt a bridge bolus. It was reported there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. No actions or interventions were taken to resolve the issue. However, it was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.